Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2020 on an architect i1000sr serial number (B)(4), was 0.02 ng/ml, repeated under sample ID (B)(6), on another architect i1000sr serial number (B)(4), was 0.49 ng/ml. The sample was repeated again on both analyzers 0.02 ng/ml on sn (B)(4) and 0.01 ng/ml on sn (B)(4). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat troponin-I result, on an architect (B)(6) serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of the architect (B)(6) analyzer was evaluated using the innovative quality system. Trending review determined no adverse trend for the issue for the product. Device history record review on the architect (B)(6) did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. No systemic issue or deficiency of the architect (B)(6) was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
Hold smp 1.21 2)review